Manufacturer narrative:
PMA/510k: this report is for an unknown cage/spacer/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the unknown cage/spacer could not be disconnected from the inserter. The issue was found during a pre surgery check. After the implant was disconnected, it was noticed that the inner shaft of the inserter was broken. There was no surgical or patient impact. The surgery was successfully completed using another implant and instrument. This report is for one (1) unknown cage/spacer. This is report 2 of 2 for (B)(4).